Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that the reported issue was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based on the available information, the reported event is most consistent with the guidewire having become damaged due to either manipulation against resistance or inadvertent contact with the lithotripsy laser. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a portion of a guidewire coating was damaged and separated during a procedure. During follow-up communication the user facility contact stated that: the wire was being used during a laser lithotripsy procedure; during the procedure the distal portion of the wire separated and the detached portion remained in the patients kidney; the original procedure was unable to be completed; the detached portion remained un-retrieved at the time the event was reported; and multiple attempts to obtain additional updated information regarding the event have been unsuccessful.